Event description:
It was reported that the device has stored several episodes with oversensing. The patient works on car engines with known electrical problems and electromagnetic interference is suspected, however the patient was unable to correlate the dates of the oversensing episodes with mechanical work. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 15 ventricular non-sustained tachycardia (nst) episodes with greater than or equal to 210 ms average v-cycle between (B)(4)-2011 13:48:37 and (B)(4)-2011 16:55:15.